Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been placed. The insertion site was treated with chloraprep and loban prior to placement. At the post op visit, the insertion and exit sites were noted to have erythema and purulent drainage. The patient was started on oral bactrim and the catheter was scheduled for removal. It was stated that intraoperative, there was no purulent drainage in the abdominal cavity, so the exit site of the catheter was changed and the external portion of the catheter was changed as well.